Event description:
It was reported that, during reprocessing, the gastrointestinal videoscope tested positive for 100 colony forming units (cfus) of the pseudomonas fluorescens group and 94 cfus of enterococcus faecium. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has not been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
Correction to b5 of the initial report. The user provided third-party culture results were as follows: cfu: 100cfu: bacterial identification: pseudomonas fluorescens group there were no additional findings.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation, the lms final investigation and correction to the b3 and b5 field. The lm reviewed the customer provided cds processes where the following deviation from the IFU was confirmed: all channels were not flushed with and immersed into the disinfectant the quality of the rinse water for the automated endoscope reprocessor was not controlled olympus provided the following result of the culture test, performed at the third-party labs: sampling date: on (B)(6) 2024, sampling from: instrument channel, cfu: <1cfu, bacterial identification: n/a . Sampling date: on (B)(6) 2024, sampling from: suction channel, cfu: 1cfu, bacterial identification: coagulase negative staphylococci. Sampling date: on (B)(6) 2024, sampling from: air / water channel, cfu: <1cfu, bacterial identification: n/a. Sampling date: on (B)(6) 2024, sampling from: auxiliary water channel, cfu: <1cfu, bacterial identification: n/a. The device was evaluated where an additional potential adverse event was noted where foreign material was found in the bending section cover. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a deviation from IFU was confirmed, therefore reprocessing may have been conducted insufficiently; however, the foreign material could not be identified. The following is included in the device IFU: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. Olympus will continue to monitor field performance for this device.